Manufacturer narrative:
(B)(4) - device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced six infusion set cannula kinked events on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The events occurred after three hours of insertion. The infusion sets had been used for few hours. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.